Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Upon receipt and evaluation of the sample, the drainage eye looked roughly punched. This additional complaint was opened to document the findings.

Manufacturer narrative:
Received 1 unopened suction catheter. The reported event was unconfirmed. Per the visual inspection, the sample was examined and found that the eye met the internal eye punch specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "with funnel end 16¿ (40.6cm) length, two eyes, x-ray opaque rubber warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. For urological use only." (B)(4).

Event description:
Upon receipt and evaluation of the sample, the drainage eye looked roughly punched. This additional complaint was opened to document the findings.